Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fibers 1-3 met specifications for optical properties. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error message, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During the atrial tachycardia procedure, optical issues resulted in a procedural delay. The contact force was displayed normally initially. However, it was noted after trying to pass the catheter through the intravenous filter several times that the ensite mapping system displayed the error message "no contact force information available". The connections were checked, the tactisys and mapping system were restarted, but the issue was not resolved. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.